Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and seizures. The blood glucose reading was 600mg/dl. It was stated that the customer was experiencing high blood glucose the day before her admission. The customer's most recent glucose reading was 367mg/dl. It was stated that the customer treated her blood glucose with manual injections. Troubleshooting was performed. The programming on the insulin pump was correct. Ran a fixed prime test and the insulin pump passed the test. Performed a high pressure test and the test failed. It was stated that the customer does not know if the reservoir plunger has been removed from the reservoir before filling. Advised the customer to revert to a back up plan. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing, it was concluded that the device operated within specifications.